Event description:
The clinc reported that the blood pump segment split during the treatment resulting in blood loss. Upon inspection, it was noted that the blood pump rollers were seized and the pump housing scored. There was no pt injury or medical intervention.